Manufacturer narrative:
(B)(4). Service engineer inspected the device and replaced the o2 sensor. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to o2 measured value was too low. The patient was not harm as a result of the event.